Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the devices have been received for investigation. The only available information is the referenced journal article. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. Trend analysis: a trend analysis was not possible to perform, as no reference number was available. Event summary: patient had infection with propionibacterium developed, also 4 months after the index procedure. She underwent a 2-stage revision with interim cement spacer implantation, and revision rtsa combined with a latissimus dorsi tendon transfer was successfully performed 13 months after spacer implantation. Received data: no medical data such as x-rays, surgical notes or any other case-relevant documents have been received. Review of product documentation IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. The gamma sterilization specification of the device certifies the suitability of sterilization. Root cause analysis the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has not been reviewed because the lot was unknown. However, it can be with high probability excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Conclusion summary due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a medical journal that 4 complications happened on different patients that received an anatomical shoulder glenoid head. According to the article, one of the patients had infection with propionibacterium developed, 4 months after the index procedure. She underwent a 2-stage revision with interim cement spacer implantation, and revision was successfully performed 13 months after spacer implantation. Implant and explant dates are unknown. Journal article: "reverse total shoulder arthroplasty for acute head-splitting, 3- and 4-part fractures of the proximal humerus in the elderly"; florian grubhofer, karl wieser, dominik c. Meyer, sabrina catanzaro, silvan beeler, ulf riede, christian gerber; journal of shoulder and elbow surgery.